Event description:
The customer stated an axsym analyzer generated a false positive toxo igg result for one patient sample. The axsym generated a toxo igg result of 10 iu/ml for a patient that had generated negative toxo igg results in (B)(6). The false positive toxo igg results were not reported outside the laboratory. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer performed the tubing decontamination procedure and no further discrepant results have been reported since. No adverse trends were identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information and the evaluation, no deficiency was identified.